Manufacturer narrative:
(B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H3 analysis summary: the product was returned to ethicon for evaluation. Visual inspection was conducted on the returned device. The returned sample revealed that it was received, a needle suture in two sections that pertain to product code sxpp2b405. This product code is double-armed. During the visual inspection of the returned sample, marks that appear to be caused by a surgical instrument were observed on the body needles. The suture pieces were examined, and body fluids were noted along strands. As per the condition of the sample, the barbs could not be measured. As part of the ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. Although no product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. A manufacturing record evaluation was performed for the finished device batch, and no non-conformances were identified. Trade name :irgacare® active ingredient(s) : triclosan. Dosage form : suture/solid/parenteral. Strength : = 2360 g/m. Related events captured via 2210968-2023-03103 and 2210968-2023-03104

Event description:
It was reported that a patient underwent a total hip replacement procedure on (B)(6) 2023, and barbed suture was used. The suture pulled through 2/3rds of the suture before locking. This happened three times in the same surgery. The fourth strand finally worked. The surgery was delayed by four minutes. It was successfully completed with no patient harm. No further information was provided.